Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end causing non-intuitive motion issue. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have indentations/burrs on the edge/face of the distal idler/proximal pulleys. Images of the permanent cautery spatula instrument related to this event were received and reviewed. From an image provided, it looked like the permanent cautery spatula instrument had a loose cable. However, failure analysis investigations confirmed the instrument had a broken pitch cable.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the customer noted that the wire rope on the permanent cautery spatula instrument was broken. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury.